Manufacturer narrative:
This report is for a breach in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis patient experienced a breach in aseptic technique which resulted in peritonitis. The breach in aseptic technique was further described as contamination. The caregiver reported they are very careful with technique; however, they stated they did not wear a mask at times. The patient was not hospitalized for the peritonitis event. The patient was treated with vancomycin (dose, route and frequency not reported) and another unknown antibiotic. The last dose was given 11 days after receipt of this report. Dianeal therapy was ongoing. At the time of this report, the patient outcome was not reported. On an unreported date, the patient was retrained on the proper aseptic technique. No additional information is available.